Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 388mg/dl. During troubleshooting with tandem technical support, the pump was plugged in and the pump began to charge successfully. Reportedly the customer continued to use the pump for insulin therapy.